Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported a keypad anomaly and/or stuck button alarm. Troubleshooting was performed. Pump screen was scrolling without input from user and pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1880 was requested and the device was returned.

Manufacturer narrative:
The pump was received with unresponsive keypad. Unable to perform the self test due to unresponsive keypad. The keypad overlay was peeled off and no corrosion or moisture damage found on the keypad assembly noted. Pump was cut open to perform visual inspection and found corrosion on the j1/pcba 1 connector. No corrosion or moisture damage found on the pcba 2, force sensor, motor and vibrator assembly noted. A test case was used, the original pcba 2 was installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and no unresponsive keypad/keypad anomaly noted. The pump was able to navigate the menu and continued on self test. The pump passed the self test. No unresponsive keypad/keypad anomaly noted when using the test case and test pcba 1. Unresponsive keypad/keypad anomaly was confirmed due to corrosion on the j1/pcba 1 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to perform the required testing due to unresponsive keypad. Unresponsive keypad/keypad anomaly was confirmed due to corrosion on the j1/pcba 1 connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.